Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21: the viabahn delivery system (including the tip) is in transition to gore and will be evaluated once received. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a 72-year-old male patient underwent an endovascular procedure for the implantation of a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) for the treatment of stenosis in the internal carotid artery. During this procedure, when the viabahn stent was implanted successfully for the patient, the delivery catheter was withdrawn from the patient, but in this moment the tip of the delivery catheter broke off. The physician was able to extract the tip with a snare from the patient's artery. The patient was treated successfully and the patient was well after the procedure, there was no harm to the patient. The physician had no explanation or suspicion for the breaking off of the catheter tip when the viabahn delivery system was withdrawn.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b01, c19, c24, d15: based on the condition of the returned catheter with the proximal end of the distal shaft frayed, there was no indication of a defective or missing bond between the distal shaft and the dual lumen. In the absence of a bond, the end of the distal shaft would appear more uniform. The engineering observation of a detached distal shaft with a frayed proximal end does not confirm the reported distal tip separation but rather a broken delivery catheter at the transition. There is no report of excessive force used to withdraw the delivery system so the cause of the reported component separation could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.